Event description:
It was reported by a hologic field service engineer that on (B)(6) 2026, during preventive maintenance of a selenia dimensions mammography system, standard, 3d with 3mp grayscale, one of the vertical travel assembly (vta) bolts was found loose. It was reported that the issue was identified prior to a patient exam. No patient or user injuries were reported. The hologic field service engineer (fse) investigated the device and performed replacement of the vta bolts with longer bolts according to the applicable service procedure. Following completion of the repair, the fse reported that the system was verified as fully repaired. No further information is currently available.